Event description:
It was reported that a remote monitor transmission showed a considerable increase in left ventricular (lv) lead threshold from implant. The lv lead was reprogrammed post-operative. About a month later, the lv lead exhibited high thresholds and sinus bradycardia was noted. The lv output and lead monitors were adjusted. About three weeks later, the lv lead threshold increased. The patient noted a marked improvement in the level of physical activity and ability to talk without becoming dyspneic or tired. The device was reprogrammed and the lv lead remains in use. The patient is a participant in (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.